Event description:
The device gave a blood glucose result of 251mg/dl. The doctor used a different device and received a result of 91mg/dl. No treatment was given. Controls were not in use. A request was made for the return of the suspect device and replacement product was sent.